Manufacturer narrative:
Ventec evaluated the device and confirmed that it had logged multiple "patient circuit disconnected" alarms. During testing, however, the reported issue could not be duplicated. Proper device operation was observed. The cause of the reported issue could not be determined.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it had logged multiple "patient circuit disconnected" alarms. There were no reports of patient involvement associated with the reported event.